Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a severe skin reaction to the sensor, which occurred on (B)(6) 2016. Sensor was inserted at the arm on (B)(6) 2016. Patient's mother contacted the patient's endocrinologist on (B)(6) 2016, for the reported skin reaction. Patient's endocrinologist recommended that the patient use antihistamines. Patient treats the affected area with over the counter (otc) benadryl and otc benadryl cream. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. There was no alleged device malfunction. A photograph was provided, confirming the reported complaint. A root cause cannot be determined.